Event description:
It was reported that post implant, in the recovery area, the patient's device was check and it was found that the atrial lead had dislodged and was pacing the ventricle. It was noted that the aegm (atrial electrogram) appeared to be a ventricular signal. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted continuation of concomitant devices: 5086mri52 implantable pacing lead - implanted 2013-(B)(6). (B)(4).